Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had a 911 call on (B)(6) 2015 with blood glucose of 514 mg/dl. Customer had symptom of vomiting, nausea and abdominal pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip and medication for nausea. Customer was disconnected from insulin pump right at the time of hospitalization. Healthcare professional noted that insulin pump was the reason for adverse event due to error message. High pressure test was performed at the hospital with hemostat and insulin pump alarmed and passed test.